Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported provided a letter from their dentist. In the letter the dentist states traumatic end on end occlusion is causing abstractions and gingival recession on posterior teeth and chipping on lower and upper anterior teeth. This is a contraindicated patient due to bite being contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.